Event description:
It was reported that an asymptomatic patient presented in the or for a normal eri change-out. Externalized conductors were observed via fluoroscopy. The lead was tested, and no anomalies were detected. Patient was stable after the surgical procedure. Lead remained implanted.